Event description:
Customer reported that the motor of the autopulse platform is blocked. Additional information received on (B)(4) 2013: the autopulse platform was sent with a patient to the hospital. Customer found that the platform's motor is defective. No adverse patient sequelae was reported. No further information provided. The date of event was not provided by the customer. Manufacturer has requested this information from the customer but has not received a response.

Manufacturer narrative:
The platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Customer's reported complaint was confirmed. The clutch plate was found defective and it was replaced. The platform passed final test. Based on the evaluation results, a definitive root cause for customer's reported complaint could not be determined.

Manufacturer narrative:
Manufacturer received additional information on 06/24/2013 regarding the date of event. Service technician did not know the exact date of event but stated that event probably occurred around (B)(6) 2013.